Manufacturer narrative:
Citation: yamashiro et al. Prosthesis valve dislocation and acute ascending aortic dissection during transcatheter self-expandable aortic valve replacement. Chirurgia 2021 february;34(1):41-3. Doi: 10.23736/s0394-9508.20.05100-1. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old male patient with severe stenosis at the left anterior descending branch. The patient underwent percutaneous coronary intervention, and was then scheduled for transcatheter aortic valve replacement (tavr). In the tavr procedure, when a medtronic 29-mm evolut r bioprosthetic valve (no serial number provided) was deployed, the fully expanded valve dislodged and migrated upwards and settled in the sinus of valsalva. A second 29-mm evolut r valve (no serial number provided) was then successfully implanted resulting in improved hemodynamics without aortic regurgitation (ar). Two hours post-implant, a multi-slice computed tomography (msct) showed evidence of a type a aortic dissection from the aortic root to the innominate artery. The patient was then converted to open surgery with cardiopulmonary bypass (cpb). Aortic regurgitation was noted as gradually worsening during systemic cooling. In surgery, the two evolut r valves were observed ¿floating inside the ascending aorta¿ and were both explanted. The ascending aorta and aortic valve were then repaired and replaced with non-medtronic prosthetics. The postoperative course of the patient was uneventful, and he was discharged 30 days after open surgery. No additional adverse patient effects or product performance issues were reported.